Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site caused by weight gain. The physician moved the ipg up into the flank and the patient was reportedly doing well following the procedure.